Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscal repair surgery when deploying t1, the t2 fast fix implant was deployed simultaneously, the anchor came out from the inserter. Both implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported fast fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence.

Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. The information provided states: ¿during meniscal repair surgery when deploying t1, the t2 fast fix implant was deployed simultaneously, the anchor came out from the inserter¿. Visual assessment of the device showed bent needle. The depth limiter was cut to the surgeons desired length. No ts were returned. An exact root cause cannot be determined with confidence. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.